Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-713a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign, erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, two fibers failed due to ¿significantly diminished vaporization efficiency - fiber stopped vaporizing efficiently¿. The first fiber failed with 118,551 joules used, and the second fiber failed with 120,678 joules used. The procedure was completed utilizing the third fiber with 65,706 joules used. The tips of the each of the three fibers used were cleaned during the procedure. No patient injury was reported. This report is for the first fiber.